Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 53 mg/dl at the time of incident. The customer was assisted with troubleshooting. Sensor glucose value from reported event was 400 mg/dl. The difference between the sensor glucose value and blood glucose value was 347. Sensor glucose and blood glucose difference is not within target range of glucose difference. Insulin delivery was not suspended due to sensor glucose values. The customer was treated with glucose and food. The insulin pump will not be returned for analysis.